Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the receiver displayed error. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was attempted and failed due to receiver will not complete boot up. The receiver download failed due to receiver will not complete boot-up. The log was unable to be reviewed due to receiver will not boot up. Functional test was unable to run. The receiver case was opened, and the internal visual inspection passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.